Event description:
It was reported that the patient, implanted in 1999, heard a buzzing sound, when she first puts on her audio processor. This was followed by an absence of any sound in conjunction with pain.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.